Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-03791. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the clips were advanced down the endoscope and positioned within the stomach to treat a gastric bleed. In both instances, the clips grasped tissue and were locked closed however, the clips failed to release from the catheter. When attempting to deploy the clips, the clips pulled off of the clipping site and released from the catheter. The closed clips fell into the patient's stomach. The physician did not attempt to retrieve the clips and decided to let the clips pass naturally. The bleed resolved on its own therefore no further treatment was required. In addition, it was reported that the endoscope was not in a retroflex position during the procedure. The delay in procedure due to the two resolution clips was estimated to be 5 minutes. This delay did not exacerbate the bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
No patient information available. The exact patient age is unknown however, it has been reported that the patient is over 18 years old. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-03791. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the clips were advanced down the endoscope and positioned within the stomach to treat a gastric bleed. In both instances, the clips grasped tissue and were locked closed however, the clips failed to release from the catheter. When attempting to deploy the clips, the clips pulled off of the clipping site and released from the catheter. The closed clips fell into the patient's stomach. The physician did not attempt to retrieve the clips and decided to let the clips pass naturally. The bleed resolved on its own therefore no further treatment was required. In addition, it was reported that the endoscope was not in a retroflex position during the procedure. The delay in procedure due to the two resolution clips was estimated to be 5 minutes. This delay did not exacerbate the bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation of the returned device found a kink in the control wire near the handle. The control wire was also separated per design. As the clip was deployed inside of the patient, and not returned, the reported complaint could not be definitively confirmed through analysis of the returned product. However, taking into consideration the device investigation, and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted.